Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported a vasovagal reaction during removal of the peel away introducer. Neo-synephrine spray was used to reverse the reaction.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the patient injury, specifically the vasovagal reaction, was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.